Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 190, 210 and 192 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 245 mg/dl and 272 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: 190mg/dl (B)(6) 2017 12:00 am fasting:yes; 210mg/dl (B)(6) 2017 12:00 am fasting:yes; 192mg/dl (B)(6) 2017 12:00 am fasting:yes; 264mg/dl (B)(6) 2017 12:00 am fasting:yes; 252mg/dl (B)(6) 2017 12:00 am fasting:yes. Memory concerns:the customer is concerned with all the readings - all results are subject to the customers records.